Manufacturer narrative:
Information was provided by the surgeon, who suspects that the crust of the anastomosis site between the urethra and vesica came off, resulting in the blood in the patient's urine. The surgeon indicated that the patient's post surgical symptoms were unrelated to the da vinci s surgical system and are part of the complications related to prostatectomy procedures, regardless of the modality used to perform the surgery. Based on the information provided, it was determined that the da vinci s surgical system worked as intended, no system malfunctions occurred, and the system did not cause or contribute to the patient's post surgical complications.

Event description:
It was reported that the da vinci s surgical system was used on (B)(6) 2011, to perform a prostatectomy procedure. The surgery was successful and there were no system malfunctions during the case. The patient was discharged on (B)(6) 2011, however, returned to the hospital on the same day due to hematuria and difficulty in urinating. A clot was detected and removed and electrical coagulation was performed transurethrally (not using the da vinci s surgical system). The patient recovered and was discharged from the hospital on (B)(6) 2011.